Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (she underwent procedure to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain") and haemorrhagic anaemia ("anemia") in a female patient who had essure (batch no. 654823, 827311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6) 2015, total hysterectomy (uterus and cervix removed)) and surgery (she underwent procedure to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, haemorrhagic anaemia, dyspareunia, vaginal haemorrhage, abdominal pain, fatigue and menorrhagia outcome was unknown. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the event anemia,fallopian tube perforation,menorrhagia added.reporters,lot numbers added.case got medically confirmed yes on 4-apr-2018: fu 1 and 2 process together incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain") and haemorrhagic anaemia ("anemia") in a female patient who had essure (batch no: 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included goiter. Concomitant products included empagliflozin (jardiance) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"). In 2015, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain") and underwent mammoplasty ("breast reduction"). The patient was treated with surgery (on (B)(6) 2015, total hysterectomy (uterus and cervix removed) and she underwent procedure to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, haemorrhagic anaemia, dyspareunia, vaginal haemorrhage, abdominal pain, fatigue, menorrhagia, vulvovaginal pain and mammoplasty outcome was unknown. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic anaemia, mammoplasty, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2010: results: total bilateral occlusion; in 2013: results : total bilateral occlusion. Reported lot#: 827311 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received, plaintiffs address updated, event added- breast reduction. Events onset date added, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain") and haemorrhagic anaemia ("anemia") in a female patient who had essure (batch no. 654823,627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included goiter. Concomitant products included empagliflozin (jardiance) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"). In 2015, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (B)(6) 2015, total hysterectomy (uterus and cervix removed)) and surgery (she underwent procedure to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, haemorrhagic anaemia, dyspareunia, vaginal haemorrhage, abdominal pain, fatigue, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic anaemia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received: new event vaginal pain was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvic pain") and haemorrhagic anaemia ("anemia") in a female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included goiter. Concomitant products included empagliflozin (jardiance) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"). In 2015, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (B)(6) 2015, total hysterectomy (uterus and cervix removed)) and surgery (she underwent procedure to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, haemorrhagic anaemia, dyspareunia, vaginal haemorrhage, abdominal pain, fatigue, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic anaemia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Reported lot# 827311 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.